Event description:
Patient revised for loose tibial tray at implant/cement mantle. Depuy cement used.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. Review of the device history records did not reveal any manufacturing deviations or anomalies. The initial reporting stated x-rays were not available for examination. The investigation could not draw any conclusions about the reported event based on the provided information. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.